Event description:
On the initial report received on (B)(6) 2023 consumer stated he used the product for 3-4 days and starts to itch. It looks like he has a bad sunburn that's starting to flake off. On the completed cir received from the consumer on (B)(6) 2023 reporter stated that medical treatment was required. The dr. Gave him a cream to help it heal.

Manufacturer narrative:
As of 08/03/2023 manufacturer evaluated retained samples of the same lot reported with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section b.6 of this report for further details.